Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
The patient reportedly had experienced ¿going into comatose stages¿ (date not specified). At the time of the report the pump was not active as it was beyond its seven year longevity. The medication infused was not specified.